Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was not taking a charge. The patient underwent a device explant procedure. No device malfunction was suspected. The explanted ipg and paddle lead were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 14139779.